Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer treated low blood glucose with food. Customer was using insulin pump system within 48 hours of low blood glucose event and customer does not allege over delivery. Insulin pump will not be returned for analysis.